Event description:
During surgical procedure, doctor attempted to adjust overhead light. The light disengaged, causing the light to drop suddenly. The light was caught before it was able to touch pt. If it had not been caught it could have seriously injured pt or staff. MFR's rep reported the assembly had lost its spring tension because the spring retainer nut was loose. Analysis of hardware revealed that a "too long" screw made contact with balance spring nut allowing it to swing freely. The retainer nut "unscrewed" as the shaft turned. The spring and nut remained stationary. MFR recreated situation at factory.